Event description:
It was reported that a pump keypad is "bad."

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question it was observed that when the #2 (def) key is pressed an output of the 3rd soft key will occur. It was also observed that when the #3 (ghi) key is pressed an output of the 4th soft key will occur. All other keys performed as expected. Further engineering evaluation found the metal oxide varistors (movs) on the input/output printed circuit board (I/o pcb) to have high leakage current, which resulted in a keypad output response anomaly. The date of event is unknown.